Manufacturer narrative:
The customer's meter was returned for investigation. The returned product was measured in comparison to a retention strips and a high level control. Testing results (qc range: 2.7- 4.1 inr): qc 1: 3.1 inr, qc 2: 3.2 inr, qc 3: 3.1 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Upon further analysis of the meter memory, it was discovered that strip lot 353497-23 was used to receive the discrepant results based on information in the patient results report from the meter. Relevant retention test strips (lot 353497) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
Occupation: occupation ni equals lay user / patient. Device evaluated by MFR: device requested but not available.

Event description:
The initial reporter complained of questionable inr results from a coaguchek xs meter serial number (B)(4) compared the stago neoplastin reagent on a stago compact. At 1:11 pm the meter result was >8.0 inr. At 1:14 pm the meter result was >8.0 inr. At about 6 pm the laboratory result from a venous sample was 4.78 inr. At 7:01 pm the meter result was 7.6 inr. The customer's therapeutic range is 2.0 to 3.0 inr. The laboratory result was deemed to be correct and the customer's coumadin was withheld based on the laboratory result. No treatment or medical decisions were based on the meter results. The customer does not have hematocrit concerns, is not on any other blood thinners, and does not have antiphospholipid antibodies. The customer's meter was returned. The customer believes they disposed of the strip vial and that the strips will likely be unavailable for return. Relevant retention test strips were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation is currently ongoing.